Manufacturer narrative:
H3 - device evaluation: the lens was returned in liquid in a specimen cup. Visual inspection found no visible damage to the lens. Claim#: (B)(4).

Manufacturer narrative:
Claim # (B)(4).

Manufacturer narrative:
Pt info: unk. Date of event: unk. Implant date: unk. Work order search: no similar complaint was reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm tmicl13.2 implantable collamer lens, -15.50/+2.0/111 (sphere/cylinder/axis), in the patients right eye (od). The lens was explanted on (B)(6) 2021 due to a high pressure spike. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch will be submitted.